Event description:
It was reported by service report that the right outer rail is split at the end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.